Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge 1 alarms during basal delivery. The customer's blood glucose level was not impacted. A possible cause for the past alarms was unable to be determined and the customer indicated that the current cartridge would be changed.